Manufacturer narrative:
The insulin pump had a blank display due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube.

Event description:
The customer called to report a blank display. The reported blood glucose reading was 180 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.